Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous right common iliac artery. A sterling otw 10.0 x 20/80 balloon catheter was advanced and inflated 5 times to 6 atms. The balloon ruptured at 9 atms; however the procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).